Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately high compared to her feelings. The complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the issue began on an unspecified date and time in (B) (6) 2010. The pt manages her diabetes with insulin (self adjuster); however, after the alleged issue occurred, the pt denied making any changes to her regimen. Per cca documentation, within 90 minutes after the alleged issue occurred, the pt complained of feeling shaky, sweaty, incoherent, and could not think. On an unspecified date and time, the pt administered self-treatment by consuming food and/or drink. At the time of troubleshooting, the cca verified the correct unit of measurement on the subject meter. Replacement products were sent to the pt. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.